Event description:
According to limited details of the event, the surgeon used bioglue surgical adhesive for repair and sealing the surgical wound following a craniotomy (not an indicated use of bioglue surgical adhesive in the u.s). It is unclear whether the procedure was for repair following removal of a glioma a posterior fossa metastasis or a meningioma. At approx 1-month following surgery, the pt required reoperation secondary to a cerebrovascular fluid (csf) leak.